Event description:
It was reported that one month after the implant of the scs system, the patient started experiencing persistent pain on the implant site. The pain started at the pocket site and wrapped around the side when the stimulation was on. The patient experienced some pain and stimulation when the scs ipg was turned off as well. The patient noted that she had difficulties turning on the ipg using the magnet. The physician was deciding the next course of action for the patient. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.